Event description:
Pt approx 5 months status post tfn implant, returned to surgeon complaining of pain. X-rays taken on an unk date confirmed a non-union, and broken nail at the junction of the nail and helical blade. Pt was returned to the operating room, and the surgeon removed the entire implant. Pt was revised to another tfn nail, blade, and 1 locking screw. Pt retained product. This is the 2nd of 4 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as the device will not be returned and no lot number was provided.